Manufacturer narrative:
Product analysis: the valve remains in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, the valve was deployed to 80% twice and was recaptured both times. The first attempt to deploy was too low and the second attempt to deploy was too high. On the third attempt, the physician felt the depth was appropriate and fully deployed the valve. The depth remained the same, but a 20 mm infold was observed. The physician believes that the infold was due to the two recaptures. A 20 mm non-medtronic balloon aortic valvuloplasty (bav) was performed which resolved the infold. However, the bav caused the valve to dislodge above the previous surgical valve. A transesophageal echocardiogram (tee) was performed revealing moderate paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.